Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was not able to pass through the right atrial (ra) lead smoothly. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned with the helix found retracted and clogged with blood/ tissue. A stylet could not be fully inserted/ removed due to blood in the inner coil at the distal region. The cause of the reported event was due to blood in the inner coil. Electrical testing was normal.